Event description:
It was reported that the filter of a small volume intermate had a black mark. This was noted after compounding with tobramycin solution and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The lot was manufactured from june 20, 2014 to june 24, 2014. (B)(6). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.